Manufacturer narrative:
Results: one used sample and three photos were returned for evaluation. A visual inspection of the sample and photos revealed a urine cup with the extra bent and damaged needle inside the cup. The photos showed the position of the extra needle when the secretary pricked her finger on it. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6190792. Conclusion: although the visual inspection confirmed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. Our quality engineer notes that the most likely root cause was that the extra needle became caught and damaged in the assembly machinery due to timing error issues. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a secretary obtained a clean needle stick injury from an unused bd vacutainer® plastic urine collection cup. The needle was bent and sticking out from under the label. There was no report of medical interventions.